Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter, stayed on apply sample screen. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2017. The patient reported that she manages her diabetes with insulin 20 units tresiba and 8-10 units humalog 75/25 (self-adjuster), and she made no changes to her normal diabetes management, in response to the alleged meter issue. The patient reported that on (B)(6) 2017, she developed symptoms of ¿sweaty, nervous, and nauseated at night¿. On (B)(6) 2017 in response to the alleged symptoms, she attended her doctor¿s office, there is no evidence she received any treatment from a health care professional, she stated that she self-treated the alleged symptoms with consuming more food and drink. The csr noted that the product was not being used for the first time. It was noted that the patient was not using the correct strips for the subject meter. The patient was supplied with a new meter. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.